Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference numbers (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note 1: manufacturer contacted customer in a follow-up call on (B)(6)2023 - able to establish contact with customer who stated she did was not currently having any diabetic symptoms and no medical intervention since the last call was reported. Customer was unable to verify the serial numbers of the 2 additional true metrix meters. Note 2: manufacturer contacted customer in a follow-up call on (B)(6)2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-0). Customer stated that she has 2 more meters and she is getting the same error message of e-0. Customer did express risk factor of meter use. Customer stated that she had open-heart surgery two years prior and has a pacemaker. Customer did report having chest pain at the time of the call on (B)(6)2023. During the call, a back to back blood test was not performed by the customer. Customer initially stated that test strips are stored in the kitchen, and once educated about the proper storage, she stated that she kept them in the case in the bedroom. Customer did not provide meter or test strip information.